Event description:
The customer alleged suspected positive biological indicator (bi). The customer reported that the load was not recalled. There were no reports of injury related to the unrecalled items.

Manufacturer narrative:
Suspected positive.